Manufacturer narrative:
Perforator was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the perforator units were inspected using the unaided eye. One returned unit had slight rubbing on the label, but no other anomalies were observed. Instructions for use testing was performed with no observed anomalies. Testing included: applying adequate pressure on the perforator point, ensuring engagement occurs as the hudson end is rotated. When engagement occurs, placing thumb pressure on the perforator point to ensure a smooth, positive spring action. Ensuring the hudson end rotates smoothly within the perforator body when the unit is in the disengaged position. Functional testing was performed using the same protocol it underwent at finished goods testing prior to release. The units were found to perform as intended and fulfilled the acceptance criteria. In the failure analysis that was performed, the returned units were found to work as intended, and met all acceptance criteria. The complaint could not be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation.

Event description:
A facility reported that the perforator was blunt and the doctor has to use a new one. No patient injury reported and the event led to less than 30 minutes delay.